Event description:
Additional information received notes r-wave amplitude variation and high capture threshold. On (B)(6) 2023, the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.